Event description:
It was reported that the patient had been in ¿a lot¿ of pain. It was noted that the patient saw a nurse and had a ¿bad¿ experience with her. It was reported 2-3 days later the patient ended up in the emergency room. It was noted that the patient wanted to have the implantable neurostimulator (ins) ¿serviced¿. It was further reported that the patient went to the emergency room on 12/04/2013 due to the pain that the stimulation ¿usually¿ helped with. It was noted that the patient was in pain and his legs ¿gave out¿ on him. It was reported that the patient was given 6 shots in the emergency room. It was noted that the patient¿s health care provider did a CT-scan of the patient¿s hip. It was reported that the patient was afraid to turn his stimulation off. It was noted that the patient checked in with a clinic and his ins was ¿fine¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).